Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer self-troubleshot the issue and found that the occlusion was in the cartridge. A cartridge change was performed and the customer did not observe insulin drips to be dripping out of the cartridge tubing during the load fill tubing sequence. A second cartridge change was performed resolving the issue. Customer's blood glucose level was 402 mg/dl.